Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 61mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up or down arrow button response due to corroded keypad traces. No button error alarm and no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. Unable to perform the displacement test due to no button response. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.